Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 38mm stent delivery system was returned for analysis. A portion of the customer guidewire, measuring 40cm in length and with an outer diameter was also returned with the device. Visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip found distal tip damage. Visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the length of the hypotube. Visual examination of the outer and inner lumen and mid-shaft section found a tear in the outer shaft polymer extrusion, located 19mm distal to the wire exchange port. An examination of the wire exchange port identified damage and twisting at the wire exchange port site. The device was placed in water bath at 37 degrees celsius overnight in an attempt to soften any hardened media/blood present in the device. Device was removed from the waterbath. A recommended 0.014" guidewire was successfully tracked in the device to facilitate the functional testing. An attempt was made to inflate the balloon to a rated burst pressure of 16 atm. The device failed to inflate. A leak was noted at a location 19mm distal to the wire exchange port, at the site of the outer shaft polymer extrusion tear. The inflation device was verified before and after use. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture and shaft break occurred. The chronic totally occluded target lesion was located in the mildly tortuous and non-calcified right coronary artery. A 3.00 x 38mm synergy drug-eluting stent was advanced for treatment but it got caught in the guide extension catheter. The stent was placed in the correct location for deployment; however, the stent delivery system balloon ruptured during inflation. Subsequently, the physician completely removed the undeployed stent with the ruptured balloon, by gently pulling everything through the guide catheter. It was noted that the wire broke within the stent delivery system and detached upon removal. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture and shaft break occurred. The chronic totally occluded target lesion was located in the mildly tortuous and non-calcified right coronary artery. A 3.00 x 38mm synergy drug-eluting stent was advanced for treatment but it got caught in the guide extension catheter. The stent was placed in the correct location for deployment; however, the stent delivery system balloon ruptured during inflation. Subsequently, the physician completely removed the undeployed stent with the ruptured balloon, by gently pulling everything through the guide catheter. It was noted that the wire broke within the stent delivery system and detached upon removal. The procedure was completed with a different device. No patient complications were reported.